Manufacturer narrative:
According to the reporter, the device is not available. The investigation is still in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that four months post implant, the patient had a lens exchange and vitrectomy performed on the left eye due to negative/positive dysphotopsia and blurry vision described as consistent dark arc in peripheral vision. The replacement lens is a different model, but the same diopter power as the original lens. The optic was clear and free of debris or deposits. In the surgeon's opinion, the likely cause of the event was a high index of the refraction lens. The patient's prognosis is excellent and symptoms have improved.

Event description:
Additional information has been received from the implanting surgeon. The patient did not have any pre-existing ocular or visual conditions and the original procedure was not complicated in any way. The original procedure was not combined with any other surgery. The orientation of the lens did not change and the iol was clear and free of imperfections. In the surgeon's opinion, the likely cause of the event was negative dysphotopsia and the patient''s prognosis and treatment was referred to another ophthalmologist.

Manufacturer narrative:
The lens was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related the reported issue. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this lot to date. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.